Manufacturer narrative:
Patient identifier: (B)(6). Report source: study name: (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced fecal incontinence. No treatment has been given and the event has not yet resolved.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced fecal incontinence. No treatment has been given and the event has not yet resolved. Additional information received on september 27, 2017. The event of fecal incontinence was resolved on (B)(6) 2017. Additional information received on september 11, 2018. The correct onset date for the event of fecal incontinence is (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix was implanted during a pelvic floor reconstruction with xenform including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced fecal incontinence. No treatment has been given and the event has not yet resolved. Additional information received on september 27, 2017 the event of fecal incontinence was resolved on (B)(6) 2017.